Event description:
The customer returned this handpiece with a request for service. There was no specific problem reported, serious injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the micro 100 drill was received for evaluation. During testing of this drill, it was found to have the potential to run in the safe mode related to dry o-rings causing the poppet to stick. Further investigation found the motor corroded, the collet grippers worn and the unit required preventative maintenance. A review of conmed linvatec repair records show no repair history for this unit. Conmed linvatec will continue to monitor this product for failures. The customer will be provided additional information regarding this product.